Event description:
A report was received that there was no reported explant procedure and it was an accidental product return from a bsn sales representative wherein there was no patient involved.

Event description:
A report was received that a lead was returned for an unknown reason.